Manufacturer narrative:
G4: 24sep2020. B4: 25sep2020. A power switch panel was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28may2020.

Event description:
It was reported that while in use the ventilator had a "check vent: alarm light emitting diode (led) failed" multiple times. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The manufacturer¿s international service inspected the device and confirmed the reported issue. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.